Event description:
The customer reported that the defibrillator would not charge when using m3716a multifunction pads. The users replaced the pads and the defibrillator was then able to charge and discharge.